Manufacturer narrative:
Citation: kamperidis et al. Thromboembolic myocardial infarction after transcatheter aortic valve implantation: a spotlight on antithrombotic treatment post-tavi. J geriatr cardiol. 2021 apr 28;18(4):316-318. Doi: 10.11909/j.issn.1671-5411.2021.04.008. Earliest date of publish used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6) male patient with symptoms of heart failure and severe aortic stenosis who underwent successful implant of a medtronic 29-mm corevalve bioprosthetic transcatheter valve (unique device identifier numbers not provided). Post-implant echocardiography showed mean gradients of 15 mmhg. The patient was discharged back to the nursing home on antithrombotic therapy. At 39 days post-implant the patient was found dead by the nursing home staff. There were no alerting symptoms prior to the event. An autopsy revealed evidence of a thrombotic occlusion of the left anterior descending artery. Inspection of the bioprosthetic valve in situ revealed multiple thrombi attached to the outflow portion of the device and to the aortic surface of the bioprosthetic valve cusps. The authors described this case as a bioprosthetic valve-related delayed coronary obstruction due to thromboembolism leading to myocardial infarction (mi), and speculated that the origin of the thrombus responsible for the mi may have been a thrombus from the bioprosthetic valve frame. No additional adverse patient effects or product performance issues were reported.